Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a worn coupling head and did not function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a motor assembly or (ecu) electronic control unit failure due to immersion during cleaning. This type of damage was indicative of damage caused by immersion during cleaning which was a failure to follow the directions for use. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device was not working. During in-house engineering evaluation, it was observed that the device had a worn coupling head and did not function. This event did not occur during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, the reporter stated the event occurring in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.